Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. No delivery anomaly noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was under delivering the insulin. The customer¿s blood at time of incident was 17.0 mmol/l and the current blood glucose level was 5.0 mmol/l. The customer treated high blood glucose level with manual injection. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer reported that high pressure test failed. The customer alleged the insulin pump because the insulin was not coming out of the tubing after filling. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The device will be returned for analysis.